Manufacturer narrative:
Correction: the correct event description should have been "it was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited a high capture threshold. The rv lead was repositioned on (B)(6) 2024. During the procedure, upon visual examination, it was noted that the right atrial (ra) lead had an insulation breach. The ra lead was explanted and replaced. The patient remained in stable condition.", rather than "it was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited a high capture threshold. The rv lead was repositioned on (B)(6) 2024. During the procedure, it was noted that the right atrial (ra) lead had an insulation breach. The ra lead was explanted and replaced on (B)(6) 2024. The patient remained in stable condition." The correct type of report should have been product problem, rather than product problem and adverse event. The outcomes attributed to adverse should not have been selected. The correct type of reportable event should have been malfunction, rather than serious injury. The correct health effect- impact code should have been prolonged surgery, rather than additional surgery.

Event description:
Related manufacturer reference number: 2017865-2024-73699 it was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited a high capture threshold. The rv lead was repositioned on (B)(6) 2024. During the procedure, upon visual examination, it was noted that the right atrial (ra) lead had an insulation breach. The ra lead was explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-73699. It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited a high capture threshold. The rv lead was repositioned on (B)(6) 2024. During the procedure, it was noted that the right atrial (ra) lead had an insulation breach. The ra lead was explanted on (B)(6) 2024. The patient remained in stable condition.